Manufacturer narrative:
The device reportedly involved in the incident has not been returned to the manufacturer for investigation. Therefore no inspection can be performed on the device itself. Based on the information provided by the reporting customer, only assumptions can be made regarding the possible cause(s) of the pressure sores described. From our experience, there are a few factors that affect the risk of positioning injuries. Pediatric patients especially have an increased risk for pressure wounds, compared to otherwise healthy adults, as their skin is more sensitive. Another decisive factor is the pressure applied. Care is to be taken that the patient is not positioned on very sensitive areas like eyes or nose. Also, when using lateral pads on the multi-purpose skull clamp, the pressure should be limited to the necessary minimum for stabilization. The risk for injuries certainly also depends on the duration the pressure is applied. The reporting customer stated that the pediatric patient was operated in dorsal position for 5 to 6 hours. Yet another factor that can increase the risk for pressure is humidity, or liquids. Some users use a towel or gauze between the gel and the patient to allow breathing of the skin and absorb any liquids. The customer is informed of our experience-based recommendations. If the product is received, an investigation will be carried out and presented in a follow-up report.

Event description:
Customer informed us on (B)(6) that one of our products was invovled in a case, in which the treated patient sustained a bedsore/ an eschar on the back of the skull.